Event description:
An alaris infusion pump completed infusion of a chemotherapy drug three hours earlier than expected. There was no injury to the pt. The rate ordered was 11.9 cc per hour and the rate entered into the pump was 11.9 cc per hour. The inf was confirmed by the pump's event log. This particular model of infusion pump is being evaluated. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do.